Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone 18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in (B)(6) 2026. The patient could not recall exact dates of the event. The patient stated that the pod caused a rupture on an artery, on the abdomen, while wearing the pod longer than 48 hours. The patient sought medical attention due to the bleeding. Patient reported having headaches and felt lightheaded as well. The patient was treated with unspecified medication and insulin to regulate potassium levels which reportedly "went high". Treatment for the bleeding was not reported. The pod was discarded.